Manufacturer narrative:
(B)(4). The customer reported the sgc was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the loss of fluid column. It was reported that during preparation of the steerable guide catheter (sgc), loss in fluid column was noted. When the stopcock was checked it was noted that it was not holding tightly enough. Several other stopcocks were attempted; however, the problem persisted. Therefore, the sgc was not used for the procedure and a second sgc was used without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported loose/intermittent connection resulting in a leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.